Manufacturer narrative:
Device passed displacement, rewind, prime, force sensor, occlusion, and self tests; it failed basic occlusion test in that the device did not stop fill when the stack weight. No the motor arm cannot communicate with the main arm error, tone, vibrator or motor did not have power available when needed error, "insulin flow block", "no delivery or occlusion" alarms were noted during testing; however the motor arm cannot communicate with the main arm error is found in the device history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 211 mg/dl at the time of incident. Customer was able to successfully clear the alarm. The customer also state that they were not able to pass self test. The customer also received an insulin flow block alarm. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be return for analysis.